Event description:
It was reported via repair work order that the footboard screen had intermittent function as the fascia was bubbled. Also, the power cord sheathing was damaged with exposed internal wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.